Event description:
Medtronic received information that eight years following the implant of this transcatheter bioprosthetic valve, the patient presented with complaint of inability to keep 'anything down' and after eating experienced diarrhea 'right away'. Upon assessment in the emergency department, the patient was hypotensive and required a small dose of a vasoconstrictor medication to maintain a mean arterial pressure greater than 65 mm hg. In addition, fluid boluses were administered; however, there was concern for giving too much fluid due to a positive medical history of heart failure and reduced ejection fraction. An echocardiogram identified a high gradient across the transcatheter aortic valve. The mean pressure gradient measured 43.6 millimeters of mercury (mm hg) with an aortic valve area (ava) of 0.85. Severe prosthetic stenosis was reported. There was no clear evidence of vegetation. A blood culture test result was positive for enterococcus faecalis. The patient developed worsening liver function tests, leukocytosis, and lactic acidosis with increased work of breathing. An intravenous therapy drip with alpha- and beta-adrenergic agonists was initiated to assist with breathing and the patient was placed on a bilevel positive airways pressure (bipap) ventilator. There was little improvement of dyspnea. The patient was described to have septic shock. Due to the patient's deteriorated status, the family made a decision to transition to comfort care and the patient subsequently died two days after presentation. The cause of death was not received, but was reported to be non-cardiovascular in nature. No autopsy was performed. Per the physician, the patient's symptoms, treatment, deterioration, and death were not contributed to by the medtronic valve.

Manufacturer narrative:
Should additional reportable information be received pertaining to the reportable event, a supplemental regulatory report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the patient was empirically on vancomycin and cefepime. Cefepime was switched to piperacillin and tazobactam. Vancomycin was discontinued when the bacteria was identified.

Event description:
Additional information was received from the physician that reported the stenotic valve and gradients could not have caused or contributed to the hypotension, as the patient was in septic shock. The patient¿s pre-existing congestive heart failure (chf) was not exacerbated by the stenotic transcatheter valve but by the septic shock. The stenotic valve and gradients were unlikely to have caused or contributed to the dyspnea as the patient was in septic shock. The patient did not have other symptoms associated with the stenotic valve and high gradients. No treatment was provided for the septic shock. Additional information was noted that a differential diagnosis of a possible endocarditis was provided. There was no confirmation that endocarditis occurred.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.